Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device "exploded" in their hand after attempting to scan the adc sensor. The customer indicated going to the hospital, however, no additional information could be obtained as customer disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: on 05 september 2022, adc customer service followed up with the customer regarding adc case ID (B)(4) to clarify details about the context or situation surround the event. The customer clarified that she went to unplug the reader and that is when it ¿sparked fire¿ from the connection from the yellow cable (adc usb cable) to the usb port of the reader. She went to the hospital, where they treated her burns. The customer also clarified that in the hospital, she was treated with topical treatment and was given an ointment. Customer agreed to send the reader back to adc once they received the return kit. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Sections b1 was updated to include that this report is being filed as malfunction and adverse event given the new information received from the customer. Sections d-4 (serial number), h-4 (device mfg date), h-6 evaluation codes and h-10 (narrative) have been updated to reflect the investigation of the updated serial number.

Event description:
A customer reported that the adc device "exploded" in their hand after attempting to scan the adc sensor. The customer indicated going to the hospital, however, no additional information could be obtained as customer disconnected the call. There was no report of death or permanent injury associated with this event.